Manufacturer narrative:
Failure analysis noted that the pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. They were also unable to confirm motor position encoder error alarm due to erased history file. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. The customer states the pump was exposed to a high magnetic field, during an airport scanner. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. There was no troubleshooting for the failed battery test, because the pump is being replaced. The device will be returned for analysis.